Event description:
When initial and follow-up info was received, the adverse events reported were judged as being "non-reportable" as they did not meet any seriousness criteria. However, when closing the case in (B)(4) 2013, the initial importer ((B)(4)) and the MFR (fidia spa -(B)(4)) have determined to take a conservative course and inform the agency. The below narrative includes an initial report from a consumer plus subsequent follow-up: initial report 01/06/2012: (B)(6) old male pt began receiving hyalgan injections for knee pain which was from a torn meniscus. The pt's relevant medical history includes no known allergies. He has no concomitant medications. On the evening of (B)(6) 2011, after receiving his fourth hyalgan injection, the pt developed itching and an hour later, he broke out with little red dots on his skin. On (B)(6) 2011, the pt called his physician regarding these events and by the middle of the week, the itching and little red dots went away. On (B)(6) 2011, the pt returned to his doctor for his fifth hyalgan injection. On the same day, the pt was covered from head to toe with red blotches and bumps that were about the size of a quarter and he was itching. On (B)(6) 2011, the pt called his doctor again and referred his to a dermatologist for eval. On an unk date in 2011, the dermatologist determined that he had hives and the pt was started on clobetasol propionate salve. This kept the hives "in check" for a while, but as soon as he stopped using the clobetasol propionate, the hives would come back. On an UK date in 2011, the pt saw an allergist who also determined he had hives. On an unk date in 2011, the pt began secreting a liquid around his rectum that was a sticky, water substance. Th pt reports that the liquid would cause irritation around his rectum, which extended 2-3 inches onto both buttocks. The pt reports that he was secreting so much liquid that he had to change his underwear 3 times a day and one time the liquid ran all the way down to his socks. On an unk date in 2011, he saw an enterologist who determined that the liquid was caused by minute blisters that would pop open. During the summer months of 2011, the events were not as bad as he was able to tolerate them and the draining liquid was under control. However, in the mornings when he got up, there would be a pocket of liquid accumulated that would go away when he had a bowel movement. On an unk date about 5 months ago in 2011, the pt was referred to another dermatologist and a rectal biopsy revealed no cancer. The pt began to see other dermatologists because he felt like he was getting no relief at all. In 2011, the pt was given a series of 30 tests over a period of a week to see if he was allergic to anything and no allergies were found. In december 2011, he had unk blood tests done and the results came out all good. On (B)(6) 2011, the pt started treatment with azathioprine. On (B)(6) 2011, the pt had another set of blood tests done to see if his white blood count had been depleted, and the results were pending. On 01/06/2012, the pt had continued itching and redness, and he was placed back on the clobetasol propionate on his rectum. Hyalgan had been withdrawn in (B)(6) 2011 but as of (B)(6) 2012, these events continued. Follow-up report # 1, (B)(6) 2012: the pt reports receiving his first injection of hyalgan on (B)(6) 2010. On approx (B)(6) 2011 or (B)(6) 2011, the pt began secreting a liquid from his skin around his rectum and on his scrotum extending out to his "cheeks", which he called baboon syndrome. The pt reports that the hives were worse on the back of his neck as he developed welts about the size of a quarter. His enterologist and dermatologist both thought the hives were caused by hyalgan and the blisters were from skin irritation. The pt's started on azathioprine because his rash went to an eczema type condition. On an unk date after starting azathioprine, he was also started on prednisone. On an unk date, the pt was restarted on the clobetasol due to the rectal complaints. At times, he would break out in small bumps like hives on his forehead, which are gone by the evening and the next morning. As of (B)(6) 2012, all of the events are improving because of the azathioprine, but his rectal irritation and hives will still flare up from time to time. He has had no small bumps on his forehead for the last couple of weeks. The pt reports that the hyalgan did not relieve the pain his knee. The pt reports that on (B)(6) 2012, he will discontinue the prednisone but will continue to use the azathioprine. The pt's doctor told him that it would take months or years for the hyalgan to get out of system. Follow-up report #2, (B)(6 )2012: the pt reports that he has been clear of symptoms for the past 3 weeks but the rectal irritation and secretions return periodically. With past flare ups he experiences pain when sitting due to blisters around the buttocks, redness and flaking of the skin. His forehead has been clear of the rash and bumps for the past 3 months. The pt is taking prednisone orally, dose and frequency was not reported. The pt also reported that he applies clobetasol topically to the rectal area in the past when flare ups occurred. The pt stopped taking azathioprine in (B)(6) 2012 without his doctor's knowledge. On an unk date in (b)(60 2012, the pt began to get cortisone injections, dose not reported, in his knee since he received no relief from the hyalgan injections. His treatment is to receive cortisone in his knee every 6 months and is scheduled to receive his next injection in (B)(6) 2012. He has a schedules appointment with a dermatologist in (B)(6) 2012 for follow-up as well. Follow-up report #3, (B)(6) 2012: the pt provided additional relevant medical history including a right foot operation in 1992. The pt also reported azathioprine for dermatitis which was discontinued in (B)(6) 2012. On an unk date in (B)(6) 2010, the pt reported that about an hour after receiving this fourth hyalgan injection, the pt broke out into a head to toe rash that itched. The rash did clear up a little prior to his fifth hyalgan injection. Because it cleared up a little, the pt went ahead and received his fifth injection on an unk date. After receiving this injection, the rash worsened and was referred to a dermatologist and started on prednisone. On an unk date in 2010, the pt developed breakdown around his rectum and buttocks called baboon syndrome where the area turns bright red and secretes a sticky substance with skin eruptions that turns into a pimple and bursts. Since (B)(6) 2010, the pt has had episodes of the rash, itching, and the baboon syndrome that has come and gone. Each time the symptoms appear, the pt takes prednisone. On (B)(6) 2012, the pt's rash and itching started back up and was on his back, both arms, chest and had some bumps on both of his legs. He restarted the prednisone on the same day. On an unk date in 2011, the pt had a complete allergy test done. The results showed that he is not allergic to anything other than possibly soap or detergent. In (B)(6) 2012, the pt had a blood test completed, where the results were normal. Follow-up #4, (B)(6) 2012: the pt was contacted for further clarification of the date of these events. The pt reported that he received his first hyalgan injection on (B)(6) 2011, not (B)(6) 2010 as he previously reported. The pt reported that he is continuing to break out, clear up, then break out again with "pricky things like sandpaper" on his back, arms, and legs. The pt also reported that he is being treated by a new physician. Reference MFR number: 9610200-2013-00003.